Event description:
Customer reported device = 300/500 mg/dl. Nurse device = 70 mg/dl. Customer's family member gave pt surgar to increase blood glucose. No controls. A request was made for return product and replacement product was sent.